Event description:
The hcp reported the patient was in the emergency room with withdrawal symptoms. The pump had been refilled recently with no concentration or dose changes. The volume discrepency was within normal limits with the expected reservior volume being 3.3 mls and 3 mls was aspirated. All programming was correct. The patient is on morphine 10mg/ml @ 4.2mg/day. The patient lives in an assisted living facility and is on a number oral drugs.